Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an inappropriate sinus tachycardia a faradrive steerable sheath clear was selected for use. A farawave catheter was selected for ablation. Use of the catheter to treat persistent inappropriate sinus tachycardia constituted off-label use of the catheter. Insertion of the catheter into the sheath occurred prior to administering heparin. The physician felt resistance while moving the catheter through the sheath, which made the physician believe a clot has formed inside the sheath. The device was removed from the patient, and the sheath was flushed and aspirated with saline to remove the clot. The clot came out of the sheath following this effort. The physician then administered heparin and resumed the procedure later using radiofrequency. The procedure was completed successfully. No further patient complications were reported. The device is not expected to return for analysis as it was disposed.